Event description:
It was reported that the caller experienced a time discrepancy with their pump, with the displayed time being incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level, as the levels did not exceed or fall below the specified thresholds. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, with a recommendation to follow up if the time discrepancy reoccurred, which the caller understood and acknowledged.